Manufacturer narrative:
Patient weight was not provided for reporting. This report is for four (4) unknown locking screws.. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. (B)(6). This report is for four (4) unknown locking screws.. PMA/510(k) number is not available. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follow: it was reported that four (4) locking screws broke postoperatively. Patient underwent revision procedure to explant devices on jan 13, 2017. No information about patient and surgical outcome was reported. No information available about surgical prolongation. Concomitant device: volar distal radius plate 2.4, extra-long, l 120 mm (part# 441.146, lot# 9471317, quantity 1). This report is for four (4) unknown locking screws. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device reported: unknown locking screw (part # unknown, lot # unknown, quantity 4)

Manufacturer narrative:
A manufacturing evaluation was completed: four broken screw heads were returned in a packaging different from the original packaging. A device history record (DHR) review was not performed since the lot number is not available. The relevant drawings (based on the head profile and the recess) were reviewed. All complaint relevant dimensions were measured, and fulfill the specifications. The raw material certificates were not checked because the lot number was unknown. Based on this the complaint is rated as confirmed but not valid from the manufacturing point of view. No manufacturing related issue was identified and/or confirmed. A product investigation was completed: no manufacturing related issues that would have contributed to this complaint were found. Furthermore the assessment of the accompanying x-rays did confirm the broken screws but did not allow for a conclusive statement regarding a possible failure reason. No definitive root cause was able to be determined. The concomitant parts were returned without an alleged complaint condition. Upon visual inspection, there is no evidence that these devices contributed to the complaint condition. The exact cause cannot be determined; the complaint is determined not to be a result of a detected product related deficiency. No product related issues were found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.